Event description:
The patient had a 3/4 inch huber needle in the mediport, which was infusing. The tubing broke off at the distal luer lock end of the needle. The mediport was re-accessed with a new needle. The patient was made comfortable and had a good blood return and no redness at the site. The tubing was sent to clinical engineering. We are experiencing on-going issues with these bard miniloc huber needles where the tubing appears to slip out (possibly coming unglued) from the luer lock end, causing medication to spill. Clinical engineering has recommended a switch to a new product. We are currently trialing new products to replace this device, and have issued a notice to all users to warn them of the continuing issue. Bard has been slow to respond, but are now addressing the issue. In response to this issue, bard informed us that they changed the glue process approximately 4-6 weeks ago, and will replace our old lots with new ones.